Event description:
It was reported on a suicide assessment form that a vns pt had made one suicidal gestures or attempts. The assessment revealed that the medical threat to life was characterized as "moderate" (e.g. Took 10 sleeping pills-briefly unconscious). The assessment revealed that the intent was characterized as "extreme" (e.g. Careful planning and every expectation of death). According to the clinician, there is no relationship between the pt's medication and the reported suicidal gesture or attempt. According to the clinician, there is probably relationship between the pt's mental disorder and the reported suicidal gesture or attempt. The pt has had a medical history of such gestures. The relationship between reported event and vns therapy is unk at this time. Good faith attempts to obtain additional are underway.